Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophagogastroduodenoscopy (egd) with stent placement performed in 2009. According to the complainant, during the procedure, after deployment the stent infolded or kinked at the proximal margin. The pt's anatomy was not tortuous. It was reported that the suture may have caught on the stent causing the stent to kink. The stent had been fully deployed and had to be removed. The physician completed the procedure with another ultraflex esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.